Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient reported that they had uncomfortable stimulation in their head, neck and vaginal area. Patient stated it started as soon as device was turned on. Patient stated she did fall after implant but no lead migration was seen in recent x-ray. It was reported impedance check was within normal limits. It was reported hd and ld programs were tired and neither seemed to resolve the uncomfortable stimulation in head, neck and vaginal area. It was reported the patient's healthcare provider was concerned the patient was still opioid dependent, she had asked to get back on them but the hcp would not prescribe any and since then she has had no pain relief. The issue was not resolved at the time of this report. No surgical intervention occurred or was planned. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they turned stimulation off for now. The rep reported that the healthcare provider (hcp) believed that the patient was still opioid dependent and wanting more meds. The rep reported that this was done (B)(6) 2018. The rep reported that the cause was not determined and that there had been no noticeable lead migration, impedances were within normal limits. The rep reported that the issue had not been resolved at this time. The rep reported that the hcp would re-evaluate in 8 weeks. Additional information was received from a manufacturer's representative (rep). It was reported that the patient had the device explanted by an unknown doctor. The patient is much better since explant. The patient did not give a date of explant or new physician information. No further complications were reported or anticipated.